Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2011, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387-40, lot# l78076, implanted: (B)(6) 2000, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2011, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3387s-40, lot# v488644, implanted: (B)(6) 2010, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a shocking sensation, intermittent/erratic therapy, and pain around the implant area. The issue started suddenly five weeks prior to this report and had gradually been getting worse. The patient saw their healthcare professional on (B)(6) 2015 and the hcp said they had a short in the batteries and there was some kind of impediment coming from the batteries. The hcp wanted to replace the implantable neurostimulators (ins). When stimulation was turned off, the patient had tremor which they had not had for 15 years. When stimulation was turned on, the patient still had tremor, but it was sporadic and it went off on and on. Every time the patient turned the ins on, they were shocked. The patient stated they were disabled and had a hard time living. The patient was working to have the inss replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Additional information was received from a patient via a manufacturer representative(rep). It was reported that the implantable neurostimulator (ins) and extension were replaced on (B)(6) 2011 and the issue was resolved. If additional information is received, a follow-up report will be submitted. Please see report numbers 3004209178-2015-13679, 3004209178-2015-13680, and 3007566237-2016-01314.